Event description:
It was reported that procedure was to treat a lesion located in the left internal carotid artery (lica). The 7-10/40 acculink stent delivery system was advanced to the lesion without resistance; however, during the attempt to release the stent, after unlocking the handle, the stent could not be deployed and after retraction the stent implant was observed to be exposed. A new acculink was used successfully to complete the case. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.